Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental med watch will be submitted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV .

Event description:
Healthcare professional reported for right side " patient has grade IV of contracture". Also reported "hypoechogenic nodule located in the inferolateral quadrant of the right breast measuring 5 x 3 x 1 mm." Which is not related to the device. Device remains implanted.

Event description:
Healthcare professional reported for right side " patient has grade IV of contracture". Also reported "hypoechogenic nodule located in the inferolateral quadrant of the right breast measuring 5 x 3 x 1 mm." Which is not related to the device. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red/white encapsulation and cloudy. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.